Manufacturer narrative:
(B)(4).

Event description:
It was reported that at placement of the implant rotated and went to the sinus. No other implant was placed. Implant was removed wit a vestibuar window when performing a sinus lift and removed the implant with tweezers and with the suction device. Tooth location # 27.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection with an attached cover screw. A visual inspection revealed signs of wear and bone tissue attachment about the threads. The internal drive feature contains additional debris. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: UDI #: (B)(4). MFR site: contact office. Report source: manufacturer's contact office. Device evaluated by MFR: changed "no" to "yes".

Event description:
No further information available at the time of this report.